Event description:
Insert would not snap into baseplate. Another insert of the same catalog number and lot code was opened, and it snapped in without a problem. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results, although perhaps inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures. Impaction of a misaligned insert damages the anterior locking tab which may then preclude proper assembly and locking onto the baseplate.